Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an alert for high impedance and that there was a lot of variation in the impedance. A few weeks later while the patient was at the clinic, high and varying impedances were noted again. R-waves had decreased and threshold was intermittently increased. The physician believed there was a lead issue, possibly a micro-perforation or fracture. A lead revision was planned, and the lead remains in use. No further patient complications have been reported as a result of this event.